Event description:
A customer contacted haemonetics on (B)(6) 2011 to report an orthopat machine blood spill. No injury or reaction noted. No donor injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report a orthopat machine blood spill. No injury or reaction noted. No donor injury reported. The device was evaluated on (B)(4) 2011 and an internal fluid spill confirmed. Electronic circuitry required replacement. (B)(4).